Event description:
On 3rd april 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, both implant was set successfully but both were pulled out while tightening the suture, the cutter type used is ar-11790. This was detected during a meniscus repair procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4501 serial/batch: (B)(6) was received for evaluation. Functional testing was performed by attempting to move the deploy button; however, it could not be actuated, as both buttons were stuck. Visual inspection revealed that both trigger buttons were flush with the surface and unresponsive. The most likely cause of the reported and observed device failure is user error, specifically due to incorrect usage of the device. According to the surgical technique. Meniscal cinch¿ ii technique. 4a. Advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the endpoint to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button. Refer to the investigation pictures. The complaint allegation was confirmed.